Manufacturer narrative:
Correction: the healthcare worker experienced headaches, labored breathing and eye irritation. Correction: initials & sex - (B)(6) female. Correction: labored breathing eye irritation. Correction: manufacture date: 2/19/2007. Asp investigation summary: the investigation included a review of the batch record review, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The batch record review of the cidex opa solution was not performed as this failure mode is not manufacturing related. The service history for aer sn (B)(4), does not show a significant trend of this same issue. The complaint history for cidex opa solution per lot number could not be conducted. The complaint history for aer with problem code ''hr-eye reaction'', ''hr-headache'', ''hr-respiratory reaction'' and ''fluid leak'' did not reveal any significant trends over the past 12 months. Trending analysis for cidex opa for the problem ''hr-eye reaction'' revealed a low and steady trend over a 12 month period, with one spike reported in (B)(4) 2010. Trending analysis for cidex opa for the problem ''hr-respiratory reaction'' and ''hr-headache'' did not reveal any significant trends over the past 12 months. The fmea (failure mode effects analysis) was reviewed for all aer relating to leak related failure modes. The risk priority numbers (rpn) are below the threshold of 100. The fmea (failure mode effects analysis) was reviewed for all cidex opa solution relating to spills/leaks. The risk priority numbers (rpn) are below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa was reviewed for similar symptoms and it was determined that the risks are all category I broadly acceptable risk. The hhe (health hazard evaluation) for the aer was reviewed and the associated risk is considered to be low. The hhes (health hazard evaluations) for cidex opa for similar symptoms were reviewed and the associated risk is none/negligible. The healthcare worker, (B)(6) had the following symptoms in reaction to the leaking cidex opa solution: labored breathing, headache, and eye irritation in the form of a burning sensation. All symptoms were transitory and no medical treatment was sought. The healthcare worker was wearing personal protective equipment (ppe) of a gown and gloves. The useful life of the skinner valve assembly is two years or 2000 hours of use. Thus, the age of this component is greater than two years as the same skinner valve was not replaced between (b)(4 2008 and (B)(4) 2010. The replacement of the skinner valve is considered routine servicing and can be attributed to normal wear and tear of the unit. Thus, no further investigation is necessary. The likely cause of the reported symptoms was due to unexpected exposure to the disinfectant vapors as a result of a leak from the aer, which was due to the skinner valve. Thus no further investigation is necessary.

Event description:
The customer reported that the unit is leaking cidex opa. The healthcare worker (hcw) experienced headaches and swollen eyes. He did not require medical intervention. The unit was taken out of service. The customer stated that the symptoms have resolved.

Manufacturer narrative:
(B) (4) - no code available: swollen eyes. An asp fse performed an onsite evaluation of the unit and discovered that the skinner valve was not seating properly. The fse replaced the skinner valve. The customer reset the control panel parameters. The customer stated that the machine meets manufacturer's specifications. Asp received the part for investigation and a supplemental report will be sent when the investigation is complete.